Event description:
Device report from synthes reports an event in belgium as follows: this report is being filed after the review of the following journal article: maes, v., and putzeys, g. (2021), one-year follow-up after treatment of proximal and/or middle one-third humeral shaft fractures with a helical plate: healing rates, complications and functional outcome measures, bmc musculoskeletal disorders, vol. 22:890, pages 1-8 (belgium). This article aims to evaluate safety and functional outcomes of patients treated with a helical plate compared to conventional plate osteosynthesis. In particular healing rates, complications and functional outcome measures. From october 2016 until august 2018, 16 patients with humeral shaft fractures underwent orif with a helical plate. A self-molded long philos plate with 7, 9 or 11 shaft holes (depuy synthes®) was applied in the first nine patients, while in the last seven patients the pre-contoured a.l.p.s proximal humeral plating system with 11 or 14 shaft holes (zimmer biomet®) was used. Age distribution was between 48 and 82 years old. There were 5 males and 11 females. All fractures consolidated clinically and radiographically within 3 months. The following complications were reported as follows: 1 self-molded philos plate was removed after 1 year due to a late deep ssi. In this case, fracture was exposed and reduction was difficult, however, patient¿s immunity was not compromised and healing was achieved at 3 months postoperatively. Simple removal of implant was sufficient as treatment. This report is for an unknown synthes philos. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. 510k: this report is for an unknown constructs: philos plate/screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.